Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when additional information is received from the hcp.

Event description:
The hcp reported that while placing a bravo ph monitor the capsule would not attach to the pt's esophagus. The plunger broke during the procedure and the capsule fell off in the pt's mouth. No serious injury to the pt was reported.